Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. Impedance - high resistance/impedance: 2 - patient alerts for out of tolerance subthreshold lead impedance on (B)(4) 2011 21:00:05 and (B)(4) 2011 21:00:05. Weekly hv - lead impedance trend data shows an abrupt increase for min and max svcdefib impedance = 68 to 254 ohms peak between (B)(4) 2011 and (B)(4) 2012. The distal segment of the lead was returned and analyzed. The defib conductor was fractured and distorted. Blood/body fluid was found on the outer tubing overlay, which was melted and exhibited cosmetic environmental stress cracking (esc). Blood was found in/on the helix/lobe mechanism, and the helix/lobe was distorted/bent. The analyst noted that the lead was received at analysis with the steroid ring missing. It was not possible to determine at the time when this occurred.

Event description:
It was reported that the lead exhibited high superior vena cava (svc) impedance over the summer, and a successful defibrillation test was performed. The lead was kept in use until a recent lead warning triggered, and the lead exhibited high svc impedance. The lead was then explanted and replaced. No patient complications have been reported as a result of this event.